Event description:
It was reported that the touchscreen display was unresponsive. The customer mentioned that the area of the screen which displays the back function and unlock was not responding when pressed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.